Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2603704 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, three 6f¿12f mynx control venous vascular closure devices (vcds) were associated with cellulitis, swelling, redness, and painful groins after femoral vein closure. Once each mynx device was deployed, pressure was held for 2 minutes to achieve hemostasis. There was a reported patient injury of cellulitis, swelling, redness, and painful groins after femoral vein closure. Three mynx venous vcds were used on the patient, and all were used at the right femoral vein. Sterile technique was followed. The patient did not receive prophylactic antibiotics prior to the procedure. The patient was under general anesthesia, and the procedure was performed as outpatient. The access site was cleaned with chloraprep prior to deployment of the mynx control venous vcds through the sheaths. After hemostasis was achieved, wet 4x4 gauze was used to clean the groin, and a small 4x4 dressing with tegaderm was placed over the site. No damage was found on the device or device packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). The deployer was in training with the mynx device. A 7f, 8f, and 9f non-cordis sheath was used. Femoral artery suitability, including the insertion angle of the vascular sheath introducer, was verified on venography. The vessel diameter was verified to be greater than or equal to 5 mm. The ultrasound report stated there was no clot in the arterial or venous system. The patient had three successful mynx closures, did well in recovery, and was discharged on time. The groins were tender at the site with no visible abnormalities. The physician treated the patient at the hospital for cellulitis in the right thigh, not in the access area. The patient is taking antibiotics for 10 days to treat cellulitis on the right thigh. The device will not be returned for evaluation.